Event description:
It has been reported to philips that the azurion fluoroscopy was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, clinical usage of the system is unknown. Philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not working. Fse checked the system and found that the foot switch connection was loose, causing the fluoroscopy to not function. So, fse temporarily resolved the issue by resetting the footswitch connection. After which the system was returned to use in good working order. A few days later, same issue was reported again in another case, where wired footswitch was sent to the customer for replacement. The codes were updated based on the investigation outcome.